Event description:
It was reported that during a percutaneous coronary intervention to treat a de novo, concentric lesion in the proximal to mid left circumflex with moderate tortuosity, heavy calcification and 90% stenosis, a whisper ms guide wire was advanced to the left anterior descending artery as a protect wire and a non-abbott guide wire was advanced to the proximal left circumflex and 1st marginal. A non-abbott rotablation device was advanced and rotablation was performed; however, the whisper ms guide wire separated in the lesion and the separated portion was retrieved with a snare device. Reportedly, the physician stated that the whisper ms guide wire separation may have occurred due to the non-abbott rotablation device, but did not know for certain that it was the non-abbott rotablation device that caused the separation. A stent was implanted at the target lesion and the procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.